Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms causing a lead safety switch. The patient came into the clinic where the rv pacing impedance measurements were sporadically high. Multiple provocation testing in unipolar and bipolar sensing was performed with no sudden increase seen. X-ray imaging will be provided for review. Boston scientific technical services provided troubleshooting options to the field, and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.